Manufacturer narrative:
(B)(4). The reported condition of pca ii device that had a flasing screen and an alert light; which caused an interruption in therapy was not confirmed. The customer will not be sending this device in to baxter for evaluation.

Event description:
The facility reported a pca ii pump with a screen that flashed an attention light during an infusion of morphine. Therapy was interrupted. There was no patient injury or medical intervention according to the hospital representative. No additional information is available.